Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
Patient underwent total hip arthroplasty on an unknown date. Patient underwent revision of cup. Attempts were made to obtain additional information; however, none was available.